Manufacturer narrative:
The sample from 18-mar-2024 was submitted for investigation. The sample was run with anti-hcv ii reagent lot 748177 on a cobas e 411 analyzer with a result of 0.72 coi (negative). The customer's results were reproduced. The sample was tested by inno-lia blot and the result was indeterminate. The sample was investigated further and it was determined the overall anti-hcv ii results are likely false negative. The investigation did not identify a product problem. Based on the sensitivity claim, single false negative results can occur. The assay performs within specification.

Event description:
The initial reporter questioned negative results for 1 patient tested for elecsys anti-hcv ii (anti-hcv ii) on 2 cobas e 411 analyzers (rack system). On (B)(6) 2024 the initial result from e411 analyzer system 1 was 0.762 coi (negative). The sample was sent to a confirmatory laboratory using a competitor method and the result was 1.8 coi (positive). The hcv rna result was positive. On (B)(6) 2024 the customer repeated the sample on one of their e411 analyzers and the result was 0.697 coi (negative). The sample from the confirmatory laboratory was tested on one of their e411 analyzers and the result was 0.742 coi (negative). The customer¿s sample and the confirmatory laboratory¿s sample were both tested for hbv dna by the pcr method. Both samples showed the same positivity of 10e6 iu/ml. On (B)(6) 2024 a new patient sample was obtained and tested for anti-hcv and hcv rna including a determination of the genotype. The anti-hcv result was 0.730 coi (negative); the hcv rna result was 4.04 x 10 per 6, genotype 1, 1b. On (B)(6) 2024 the result from the new sample was tested on e411 analyzer system 2 and the result was 0.693 coi (negative).

Manufacturer narrative:
System 1 e411 analyzer serial number was (B)(6). System 2 e411 analyzer serial number was (B)(6).the competitor method was abbott.

Manufacturer narrative:
On 18-mar-2024 a new sample from the patient was obtained. On (B)(6) 2024 the sample was run on system 1 with an anti-hcv ii result of 0.772 coi (negative). On (B)(6) 2024 the sample was run on system 1 with an anti-hcv ii result of 0.722 coi (negative). System 1 e411 analyzer serial number was (B)(6). This sample was requested for investigation.

Manufacturer narrative:
For the sample from (B)(6) 2024: the positive hcv rna result was from the abbott alinity method. For the sample from (B)(6) 2024: the hcv rna result was positive.